Event description:
Customer states that the adhesive tore the skin on a patient when doing a PICC line. The patient was referred to the wound care center for medical attention.

Manufacturer narrative:
Based on the lot number provided, a review of the batch record was performed and no issues of this nature were reported during the manufacture of this product. The actual sample was not provided; however, a clean sample from the same code and same lot number was provided. The submitted sample was tested in the adhesive area and found to be in compliance with specifications. Complaint trending was done for this code, and no issues of this nature have been reported. It was confirmed that no changes have been made in reference to the adhesive properties on this component. In addition, the supplier process data was reviewed and no negative trends were identified, the process looks consistent and stable. At this time, no assignable cause for this issue can be identified. We will continue to monitor for complaints of this nature.